Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported numerous concerns with the infusion sets. The self-adhesive does not stick properly, and the infusion transfer set has separated from the connector plate. The connector plate has also separated from the self-adhesive. When preparing the infusion set, the insertion needle did not extend completely, only to a 45 degree angle. On 2-3 occasions, the infusion cannula was bent, and blood glucose elevated as high as 400 mg/dl. Pt corrected hyperglycemia using the infusion device or with an insulin pen. Pt has an allergy to the self-adhesive. Product was requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. No additional details were provided.